Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, showing a significant discrepancy between the displayed and expected fill estimates. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, reloaded the same cartridge and was instructed to disconnect from the site and deliver a bolus to update the insulin estimate. The customer chose to continue using the current cartridge and decided not to load a new one but will follow up if necessary.